Event description:
On day 5 after surgery, a leak occurred. Clear indicators of anastomotic dehiscence was the reason for re-operation.

Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.